Manufacturer narrative:
The company representative cleaned "cable front end pcb to main pcb" (p/n: 0012-00-0758-02). The iabp was tested to factory specification. It functioned normally and was returned to customer. (B)(4).

Event description:
The customer reported that the iabp generated an "electrical test failure code #119" alarm (front end cpu failure). The iabp was rebooted and generated "electrical test fails code #52" alarm (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.